Event description:
It was reported that a malfunction alarm occurred. The customer continues to use the current pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 104 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.